Event description:
It was reported that an ilet insulin pump sustained external damage when the screen developed a corner crack with spidering, after which the user could not access the pump; no injury occurred. Symptoms included no clinical effects. Outcomes included no impact to health and continued cgm use with the dexcom g7 application. Investigation included technical troubleshooting and user education on device shutdown and data handling, and a replacement device was arranged with instructions for return. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen, with no evidence of device malfunction or alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force of unknown origin.